Event description:
It was reported that the impedance was high since (B)(4) 2009, and that threshold was slightly elevated. The lead was removed and replaced, however the lead was unable to come out of the laser sheath used for the extraction. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.